Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion 2 sets adhesive on (B)(6) 2024. The tape fell off from the skin after the patient took the shower. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16335 - device 2 of 2. E1: patient city: (B)(6).